Event description:
It was reported that the patient presented in clinic for initial system implant. During implant procedure, the helix of the right ventricular (rv) lead failed to be secured to the patient's myocardium. It was also noted that the stylet failed to advance in the left ventricular (lv) lead. The rv and lv lead were not implanted, and replacement rv and lv leads were implanted on (B)(6) 2026. The patient was stable throughout.